Event description:
It was reported the patient's blood glucose rose to 21.8 mmol/l (392.4 mg/dl). The pod was worn on the patient's arm for between 37 and 48 hours. As treatment, a new pod was applied and a correction was delivered.

Manufacturer narrative:
A tear in the unexposed portion of the cannula diverted fluid from the fluid path into the device, causing an insulin delivery failure. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.